Manufacturer narrative:
Follow-up # 1 - 1/14/2015 device evaluation. The lay user/patient¿s meter and test strips have been returned on 12/16/2014 and 1/8/2015, evaluated by lifescan product analysis on 1/12/2015 and 1/15/2015 respectively with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the reporter for the lay user/patient contacted lifescan (B)(4) alleging their one touch ultra mini meter read inaccurately high when compared to another meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter for the patient alleged that the alleged issue began on (B)(6) 2014 at 6:00am when the reporter (patient¿s mother) stated she was awoken to the sound of her daughter having a seizure the patient was ¿shaking and sweating¿. Emergency medical service (ems) was called and at an unspecified time after the patient became symptomatic the reporter alleged obtaining a blood glucose reading of ¿3.3mmol/l¿ on the subject meter and ¿0.9mmol/l¿ on another meter (ems meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient currently manages their diabetes with insulin (self-adjuster) and at 6:30 am was treated by ems with dextrose via intravenous and later took some food. The reporter stated at 7am the patient was retested with the ems device and obtained a result of 14mmol. Additionally the patient refused to accompany ems to hospital, stating she ¿felt fine¿. At the time of troubleshooting, the csr noted that the correct unit of measure was being used and blood sample was taken from an approved test site. Csr also determined that the patient was using an incorrect testing technique, specifically not washing hands prior to testing. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore, the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.